Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels of 21.7 mmol/l. The customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump for high blood glucose values. The customer alleged that the insulin pump was under delivering. The insulin pump passed high pressure test. Troubleshooting was performed for high blood glucose values. The product will not return for analysis.